Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is to retract report 3010215456-2015-27669, submitted on july 1, 2015. This report was erroneously submitted. This is a not a reportable event as this is an investigation device exemption product. All previously submitted information should be corrected to not applicable, n/a fields.

Event description:
It was reported that the lead was dislodged the day after implantation. The lead was repositioned and no adverse consequences were reported for the patient.